Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, the injector does not enter the incision precisely, so the lens came out badly. Then with the other device they enlarged the incision and it was fine.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. The device was returned in a blister tray inside the carton. The lockout assembly has been removed. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. Iol was not returned. No damage observed. No root cause identified. No damage was observed to the device. The customer indicates enlarging the incision , the complaint may have been related to small incision. Company delivery device nozzles come in two sizes and require two different incision size. The manufacturer internal reference number is: (B)(4).